Event description:
It was reported that the device failed during ventilation. Reportedly, the peep value was high, and a noise was heard. There were no health consequences for the patient reported.

Manufacturer narrative:
The affected device was examined onsite by the dräger service and the log file was secured for further investigation. Based on the analysis of the log file the reported event could be confirmed. The log file analysis revealed that the device performed several warm starts and alarmed for an inoperable pressure measurement. The log file entries indicate a faulty high pressure servo valve (hpsv). The customer had already replaced the hpsv o2 which did not solve the issue. Upon examination, the dräger service identified the pcb pneumatic controller and a faulty inspiratory pressure sensor as root cause of the reported issue. Replacement of the faulty parts will solve the issue. As a safety feature of the ventilator, the ventilator software analyses and verifies proper function of the device. In case of an internal failure, the user would be alerted to this condition by an audible alarm and a visual message would be posted in the display. The ventilator may attempt a warm start. An audible alarm would be posted by the device and when the warm start occurs, the device will briefly power off and then back on. During this time, an emergency-breathing valve would open allowing for spontaneous breathing. In the event of an unsuccessful warm start, a continuous audible alarm would be activated, and the emergency-breathing valve would remain open allowing for spontaneous breathing. Manual ventilation with an alternate device may be considered necessary. The internal monitoring of the device has detected a deviation and has triggered warm starts as specified. The user was alerted by posted several appropriate alarms. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.